Manufacturer narrative:
Aso performed evaluation of returned samples on (B)(6) 2016 and reviewed records of biocompatibility test. Refer to this report for further details. Aso is doing further investigation and a lot trace in the materials used to manufacture this product. A follow up report will be filled as soon as the investigation is completed.

Event description:
Consumer reported that he had an injection and used bandage to cover the area. Consumer reported that his skin broke out in a severe rash.

Manufacturer narrative:
As of 4/8/2016 aso completed the lot trace on the product and confirm that the raw materials used in the product meet the criteria for the material specification. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer reported that he had an injection and used bandage to cover the area. Consumer reported that his skin broke out in a severe rash.